Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed error message optical sensor module failure. The customer switched to transduced pressure information without issue. Patient was very stable so they decided to switch to a different cs300. The problem was resolved and the fiber optic information was restored.